Manufacturer narrative:
Correction d 4 lot number corrected. H 3 evaluation summary the reported lot number was not a valid lot number. Based on the date code from the sample returned, it was found that the correct lot number is 2009830664.the device history record (DHR) review shows evidence that the product was released according to all established procedures and quality documentation. Three decontaminated samples were received for evaluation. The samples were visually inspected, and the reported problem was observed in the samples; the catheter was separated from the connector. The reported condition was confirmed. A corrective and preventative action (CAPA) was opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the foley kit was disconnecting at the seal.